Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued for the vertek arm. An analysis of the part has not been performed as of the date of this report. While no patient was present, this issue is being reported because a vertek arm that cannot be tightened could move during surgery without being noticed, if the user thought it was tightened, and result in inaccurate navigation.

Event description:
Medtronic representative reported that the vertek arm, used with the stealthstation treon guidance system, will no longer tighten. No patient was present.